Event description:
The tech alleged the inner wires of the power cord are exposed. No pt impact.

Manufacturer narrative:
The tech found the power cord had a tear and did not know how the power cord had gotten torn. The tech replaced the power cord to resolve the issue.